Event description:
It is reported that the cup ring would not fit into the liner. Surgery was delayed 45 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.